Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex¿ biliary rx stent was used in the bile duct during a biliary stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to bile duct cancer. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the wallflex¿ biliary rx stent was deployed in the undesired location. The physician attempted to reconstrained the stent; however only half of the stent was reconstrained and the other half could not be reconstrained. The partially deployed wallflex¿ biliary rx stent and delivery system were removed from the patient. A different wallflex biliary rx stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A fully mounted wallflex¿ biliary rx stent was returned for analysis. An examination found that the markerbands had no issues and were securely crimped. A visual and microscopic examination found no issue with the profile of the reconstrainment band. A visual and tactile examination noted that the clear outer sheath was kinked with an accordion affect 12mm distal of the yellow jacket. There were multiple kinks along the device. The guide wire access sleeve was also damaged. During product analysis, the stent was deployed as far as the point of no return indicator on the proximal handle and was then successfully reconstrained. Slight resistance was encountered due to the handling damage on the device and the dried blood on the stent. The stent was fully deployed without issue. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident , the device was received fully mounted into the delivery system. The damage identified during the product analysis is consistent with meeting a resistance during deployment and excessive force .therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used in the bile duct during a biliary stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to bile duct cancer. Reportedly, the patient's anatomy was not tortuous. During the procedure, the wallflex biliary rx stent was deployed in the undesired location. The physician attempted to reconstrained the stent; however only half of the stent was reconstrained and the other half could not be reconstrained. The partially deployed wallflex biliary rx stent and delivery system were removed from the patient. A different wallflex biliary rx stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.